Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the implant was stuck. Visual evaluation identified no apparent malfunction. Functional testing revealed that the needle would not advance affected the implant functionality. The root cause of the reported failure mode is undetermined. The reported event is confirmed based on the investigation of the returned product. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
It was reported that the surgeon found that the peek implant was stuck in the needle and could not be implanted on an ar-4500. No adverse effect to the patient reported.